Manufacturer narrative:
B3: event date updated. H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that positive blood culture was detected on (B)(6)2024. The patient was diagnosed with candida parapsilosis, ambisome was administered as an antifungal drug, however the patient had to be switched to micafungin midway due to a suspected drug allergy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's flow had decreased from 2.5 liters per minute (lpm) at 5400 revolutions per minute (rpm) the week prior to 2.0 lpm at 6200 rpm with the aortic valve open every time. A contrast computed tomography (CT) scan on (B)(6) 2024 showed no extrinsic outflow graft obstruction (eogo). The patient's cardiac function had recovered, with ejection fraction (ef) returning to 40 percent, however the doctor believed that heartmate3 weaning would be difficult. The clinic wanted to rule out pump thrombosis, so log files were submitted with a request to check pump noise. Log files captured low flow alarm events on 09dec2024, and the date did not contain attributes that would lead to suspicion of thrombus within the motor chamber however the presence of thrombus in the circulatory loop was unable to be ruled out. The low flows appeared to be a patient related issue. On (B)(6) 2024 it was reported that a CT was performed which ruled out outflow graft stenosis and pump thrombosis, however there was still a low flow rate of 1.6 to 2 lpm at 5900 to 6200 rpm and 4 to 4.4 watts. It was noted that low flow software 2.0 was in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had their pump replaced due to a "pump infection" (candida spp.). The pump and system controller would return. The pump exchange was performed due to not only infection, but also a noticeable decrease in pump flow with frequent low flow alarms. Typically, this would be accompanied by decrease in pump output, however pump output remained the same or had even increased. This 'anomaly' was one of the reasons for the replacement. Upon removal of the pump, what appeared to be an intimal layer in the inflow cannula was observed to be obstructing the pump flow. It was suspected that the intimal layer formed due to the orientation of the inflow cannula. There was significant remodeling of the patient's heart, the inflow position seemed to be pointing towards the septum and the patient was unable to voice whether they were symptomatic or not due to an underlying medical condition. Additionally, there were thrombi found inside the pump, and it was unclear whether these thrombi formed gradually of were aspirated from the left ventricle. The site had a concern for obstruction.

Manufacturer narrative:
Section d4: model/catalog number corrected. Section d6b: date of explant corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a deposition in the inflow cannula that could have caused the low flow alarms captured in the log files. A specific cause for the reported infection or inflow conduit misalignment could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal end of the pump cable was returned measuring approximately 18¿ and connected to the returned modular cable. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Examination of the inflow cannula revealed a red and white deposition, adhered along the distal lumen. In its returned condition, the deposition occluded more than 90% of the flow path; however, the flow path did not appear to be fully occluded. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no other depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The deposition was extracted from the inflow cannula and sent to an external lab for histopathological analysis. It was determined that grossly and histopathologically, the deposition was consistent with an organizing coagulum of blood with an active mural microthrombus in the most downstream (away from the left ventricle; closer to pump rotor) region. The controller and lvad (left ventricular assist device) event and periodic log files retrieved from the returned devices were reviewed. Low flow alarms were captured in the log files, and flow appeared to be decreasing over time. The inflow cannula deposition could have caused the low flow; however, the duration that the inflow cannula deposition was present was unable to be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: during the log file review, it was noted that the fixed speed was temporarily set below the low speed limit on 06dec2024. Per design this will post a low speed advisory alarm condition. A transient increase in rotor noise was also captured in the lvad log file on 21nov2024. Although a specific cause for this finding could not be conclusively determined, the event resolved on its own and rotor noise returned to the patient¿s baseline. There were no other significant findings related to lvad temperature or rotor parameters. The cylindrical tissue was measured at approximately 27 millimeters (mm) by 12 mm with the ends tapering to thickness of approximately 5 mm on one end and 2 mm on the other. The tissue was bisected along the long axis (parallel to the direction of blood flow) and submitted for histological evaluation. The lateral cross-section of tissue is characterized as an organizing coagulum of blood. The proximal end is composed of a dense, eosinophilic amorphous proteinaceous material with mostly isolated, trapped macrophages and to a lesser extent, scattered platelet aggregates. The blood contact interface with the pump's sintered surface shows characteristic undulations of the irregular pump surface. Extending toward the blood contact surface there is a remodeling to a more laminate fibrin pattern that is parallel with the long-axis. Filling the gaps between the laminae are linear platelet aggregates and to a lesser extent, scattered leukocytes (predominately macrophages [some hemosiderin laden]). Additionally, there is a thin, linear aggregate of phagocytic macrophages (some containing erythrocytes and others with hemosiderin particles) and to a lesser extent platelet aggregates and scattered leukocytes that separates the outer laminar layer with the amorphous, aggregate of dense, eosinophilic proteinaceous material. Progressing downstream, the outer, blood contact laminar layer progressively disappears, and the middle, cellular layer and platelets expands. The distal end shows a progressive expansion to a multicellular, platelet/fibrin mesh consistent with an active, mural microthrombus. A second slide taken of a lateral cross-section of tissue is characterized as an organizing coagulum of blood with similar changes as the first slide. The upstream portion is consistent with an organizing thrombus, with an active, mural microthrombus on the distal end. The submitted specimen is grossly and histologically consistent with an organizing coagulum of blood with an active mural microthrombus in the downstream most portion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of the IFU lists pump thrombosis and localized infection as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 6 also includes information regarding how to prevent and control infection. Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains several sections with information about how to prevent and control infection. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.